Manufacturer narrative:
The device has been returned to stryker for investigation. A clinical review was performed and it was determined device use did not contribute to the patient's death because likelihood of survival was already low, independent of the device issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device froze while attempting to deliver defibrillation. As a result, the user could not deliver the indicated shock. The patient involved in this event did not survive. A clinical review will be performed to determine device contribution.

Manufacturer narrative:
The device was evaluated under by a stryker service depot technician. The reported issue was unable to be duplicated. The device logs were able to be downloaded and reviewed by a stryker product assessment center technician. The reported issue was able to be verified. Root cause could not be determined. The therapy pcba was replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device froze while attempting to deliver defibrillation. As a result, the user could not deliver the indicated shock. The patient involved in this event did not survive. A clinical review will be performed to determine device contribution.